Manufacturer narrative:
Patient information was not made available from the site. Event date is approximated as it was reported to have occurred "last week". As the medtronic representative was finishing up the planned maintenance (pm) and exiting the software, the system showed "no input detected." Probable cause determined to likely be a damaged monitor cord. Return requested. Replacement cable adapter shipped to site 10/10/2016. Medtronic investigation of returned suspect cable adapter finds the returned device in good condition and passed a continuity test with no opens or shorts detected. No problem found. Cable adapter found to be fully functional. Return requested. Replacement cable 6 ft. Shipped to site 10/10/2016. Medtronic investigation of returned suspect cable 6ft. Finds the cable to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Cable found to be fully functional. On 10/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative was at the site to perform a planned maintenance (pm) and received a report that the navigation system displayed an error message "no input detected". This was reported to have occurred during a functional endoscopic sinus surgery (fess), performed the previous week. Exact date of the procedure was not reported. Re-booting the navigation system resolved the issue, and the surgeon opted to proceed. No further details regarding the procedure were provided. In trouble-shooting, they swapped the digital visual interface (dvi) ports between left and right, however, this did not change the symptom. Unplugging and re-plugging the div port did resolve the issue, however the symptom came back after the re-boot. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15 minutes. There was no impact on patient outcome.